Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.